Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "blunt knives" (dull). A customer reported the surgeon was unable to complete the main incision into the eye, due to a blunt knife, and a new knife had to be opened. There was no pt injury reported.

Manufacturer narrative:
Samples have been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).